Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient turned the ins off every night to save battery. As the patient was turning stimulation off and had his finger against the antenna, he noticed his finger felt like vibration/stimulation. Since then he noticed it a couple more times. But the night before the call, even with the ins off, at the patient was lying in bed he could feel stimulation on the end of his little finger on the right hand. Stimulation would go on and off. He could feel low vibration periodically and his ins was off. The patient further described it was the strongest he noticed the problem and it was all night long. It did not hurt but he could feel it. On the morning of the call he turned his ins on and had not felt it very much since. The patient also mention if he put his finger in something he could generally feel it stronger but last night and in the morning in bed he could feel it no matter what. No falls or trauma or emi exposure were reported. The patient was directed to follow up with the health care professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the patient developed external chest pain and was sent to cardiology. The patient may need a cervical spine MRI. No further complications were reported as a result of this event.